Event description:
As reported by the customer for this event, an error code e315 for unsupported scope, indicating no image, was received for the device when the device was being installed after the return from olympus for an unconnected repair. There is no patient involvement.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, that the device did not work with the test high definition (hd) scope enf-vh with the error code 315 unsupported scope appearing on the display. This is attributed to the two ribbon connectors which connect the mouthpiece to the applied part board not being locked in correctly in the previous repair performed; both piano lid connectors had opened on the mouthpiece printed circuit board (pcb) allowing the ribbon cables to become detached. The connectors were reinserted and the ribbon connectors locked into place. The e315 error code issue was now resolved and the device is working with hd scopes. The device was tested as per the manufacturer¿s test procedures. The device has passed all tests and full electrical safety tests. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the ribbon cable inside the device was found not secured. It was not locked during the previous repair, and this appeared to be the cause of the reported phenomenon. Olympus will continue to monitor field performance for this device.